Event description:
Pt was implanted with vectra-one plate and vertebral spacers-cr at c4-6 on (B)(6) 2012. X-rays on an unk date confirmed the vectra-one plate backed out from the vertebral body. The screws were intact and remained locked onto the plate. The plate shifted anteriorly. Pt's c5 vertebral body collapsed and pt developed kyphosis. Surgeon has no plans on revising the pt at this time and will continue to monitor the pt. This is the 2nd report of 4 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.